Event description:
At the end of upgrading the smartview version from 2.42 to 2.44, it was stopped and the programmer did not respond to any command actions (crtl+alt+del or shut down). A message was then displayed stating that ¿the virtual memory is low¿. The programmer had to be shut down by plugging it. After that, all the patient data were missing. It seem that the upgrade was done (print revealed that 2.44 was installed) but there is a doubt on the possibility of interrogating devices thenceforth. The programmer will be returned in the laboratory for repair.

Event description:
At the end of upgrading the smartview version from 2.42 to 2.44, it was stopped and the programmer did not respond to any command actions (crtl+alt+del or shut down). A message was then displayed stating that &#50440;e virtual memory is low&#56224;the programmer had to be shut down by plugging it. After that, all the patient data were missing. It seem that the upgrade was done (print revealed that 2.44 was installed) but there is a doubt on the possibility of interrogating devices thenceforth. The programmer will be returned in the laboratory for repair.

Event description:
At the end of upgrading the smartview version from 2.42 to 2.44, it was stopped and the programmer did not respond to any command actions (crtl+alt+del or shut down). A message was then displayed stating that &#50440;e virtual memory is low&#56224;the programmer had to be shut down by plugging it. After that, all the patient data were missing. It seem that the upgrade was done (print revealed that 2.44 was installed) but there is a doubt on the possibility of interrogating devices thenceforth. The programmer will be returned in the laboratory for repair.